Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of an 11 cm thoracic aortic aneurysm. It was reported that the pt returned to the emergency care with a type 3 endoleak between 2 components of the 3 implanted devices. Apparently the overlapping of the stent grafts was inadequate at the time of implant. An additional stent graft was successfully implanted to bridge the gap between the two separated components. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval results: inadequate overlap between the stent graft components at implant. Endoleak. Inadequate overlap between the stent graft components at implant. Other required secondary intervention.